Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 269 (mg/dl) from (B)(6) 2016, and again on (B)(6) 2016. Customer administered correction boluses to treat bg levels. Reportedly, customer was hospitalized for a skin infection on (B)(6) 2016, and contact believes that high bgs are a result of the skin infection. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.